Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that device failed self-test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitor. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of therapy capacitor was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened.